Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, sensor glucose vs. Blood glucose. The customer reported blood glucose value of 50 mg/dl. The customer reported hemorrhage/bleeding, hypoglycemia which did not require treatment. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-7040a, mmt-342, unomedical, mmt-1884l. Troubleshooting was performed, customer reported low blood glucose. Customer does not feel ok to troubleshoot. Customer is reporting a discrepancy between sensor glucose and blood glucose. Explained sensor may have no longer been responding to glucose changes. Customer received a change sensor alert. Explained possible causes. Customer is unable to run a transmitter test and/or test passed. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for unomedical. No product return is required for mmt-1884l.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. Pump passed the dat at 0.8675 inches. Unit care link and pump history was download successfully. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿paired successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the sensor warm up. The pump calibrated and displayed the programmed value of 153 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay and cracked keypad overlay. Unit passed required testing. Not confirmed sensor issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.